Event description:
Reporting status: malfunction. Reporting rationale: an expired xience v stent has the potential to cause or contribute to serious injury. Device issue: expired stent. It was reported that predilatation was performed prior to stenting of the proximal lad. A dissection occurred during deployment of the first xience v stent (1009539-23). Another xience v stent was placed overlapping the first stent (1009539-15). Which also resulted in a dissection, which was treated with another xience v stent (1009539-08). This last stent implanted; however, was used after the expiration date. Reported expiration date is 12/04/2009. There were no reported patient effects or adverse events. There was no additional event information reported.

Manufacturer narrative:
(B) (4). (B) (4).